Manufacturer narrative:
A ge service representative performed an on site investigation. The touch screen monitor was replaced during the service call.

Event description:
It was reported that the 9800 system had a fault error when taking x-ray. No patient injury was reported.